Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800chemistry analyzer, and identified the failure mode as a defective chloride electrode tip. The fse replaced the chloride electrode tip to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc) on their dxc 800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.